Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found the top case chipped and cracked, as well as the plunger head by all screws. Bottom case is also cracked by boss screws. A force sensor test was found in the event history log of the pump. The reported customer complaint upon visual inspection of the device, as the force was out of calibration. The problem source has been found to be normal wear and tear as the pump is 10 years old.

Event description:
Information was received that a smiths medical medfusion syringe pump is alarming force sensor error and has a cracked case. No adverse effects reported.